Event description:
When the catheter was connected to the cable, there was no sensor reading on the display monitor. Trouble shooting was unsuccessful. The catheter was removed and a new catheter was used. The new catheter sensor reading was present. No injury to the patient. When the tech was picking up the catheter from the back table, the steering handle fell off. The company rep is notified.